Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for four (4) unknown screws. Part and lot numbers are not available for reporting, one of the four (4) reported screws broke and was retained in the patient. This screw is not considered to have been successfully explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an unknown procedure on an unknown date in (B)(6) 2015 and received a synthes nail for a broken femur. The patient underwent a revision on (B)(6) 2017 due to a malunion/ nonunion. The cause of the malunion/ nonunion is unknown. As the surgeon was extracting the most proximal screw, half of the screw broke on the medial side and was left in the patient. The patient was revised to a new trochanteric fixation nail (tfn) system, replacing the one (1) screw that broke and implanting a larger nail than the first one. The revision was completed without further complications. There was no surgical time delay. The patient¿s status is stable. This complaint has been linked to (B)(4), which addresses the screw that broke during surgery. This complaint addresses the nonunion. This report is for four (4) unknown screws. This report is 3 of 3 for (B)(4).